Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that at the previous follow-up six (6) months ago, this pacemaker device displayed two (2) years of battery life remaining. However, the device subsequently reached the elective replacement indicator (eri) approximately three (3) months ago and has now reached the end of life (eol) indicator. This is an indication of premature battery depletion. The device is expected to be replaced but information indicates it remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that at the previous follow-up six (6) months ago, this pacemaker device displayed two (2) years of battery life remaining. However, the device subsequently reached the elective replacement indicator (eri) approximately three (3) months ago and has now reached the end of life (eol) indicator. This is an indication of premature battery depletion. The device is expected to be replaced but information indicates it remains in-service at this time. No adverse patient effects were reported.